Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered all the leds of the front panel were continuously on and no image on the monitor was due to a faulty patient board. Additionally, the cable was found to be rusty, a dent was found on the power supply, the receptacle was found to be loose, and a dent was found on the rear panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for a diagnostic oesophago-gastro-duodenoscopy procedure, the front panel led¿s (light-emitting diode) are continuously on and no image on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced and was attributed to faulty patient circuit (cp) board but the cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.